Manufacturer narrative:
The pt's attorney initially reported a single composix kugel mesh, which was filed with the FDA under (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified an add'l mesh. Currently it is unk whether the device may have caused or contributed to the alleged event. It is unclear if the pt's medical and/or surgical history may have contributed to the alleged event. The pt reportedly developed a hematoma which is listed as a possible adverse reaction in the product's instructions for use. No sample has been returned for eval. A review of the mfg records and sterilization records was performed and there was no evidence of a mfg related cause for the reported event. Medical records indicate the pt developed an infection, the product's instructions for use state "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Based on the info provided no conclusions can be drawn.

Event description:
The initial attorney report alleged swelling and add'l medical/surgical intervention after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2006- the pt underwent repair of a ventral hernia with a muscle flap technique, composix kugel mesh and kugel hernia patch. (B)(6) 2006- the pt underwent drainage of fluid collection, consistent with hematoma, with percutaneous technique. (B)(6) 2006- the pt underwent insertion of a groshong catheter, excision of both "infected" meshes and repair of ventral hernia with a non-bard mesh.